Event description:
A user facility registered nurse (rn) reported to fresenius that air was present in the custom combiset bloodlines during a patient's hemodialysis (hd) treatment. Upon removing the set a hole was identified at the arterial pump segment. Additional information was obtained during follow-up from a second rn. The rn stated the patient was approximately 3.5 hours into hemodialysis (hd) treatment (with a 4:00 runtime) when foam was noted in the venous bubble trap. In response to the presence of foam treatment was paused in order to change the lines. The patient¿s blood could not be returned due to the presence of air within the system and subsequent clotting. The patient¿s estimated blood loss (ebl) was approximately 250 ml. The patient did not experience an adverse event or require medical intervention. A hole was noted at the arterial pump segment upon removing the bloodlines from the 2008t machine. The rn confirmed that the issue was attributed to the bloodlines and there were no issues encountered with the 2008t machine. The patient was restarted on the same machine and treatment completed successfully with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: a5, a6.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported to fresenius that air was present in the custom combiset bloodlines during a patient's hemodialysis (hd) treatment. Upon removing the set a hole was identified at the arterial pump segment. Additional information was obtained during follow-up from a second rn. The rn stated the patient was approximately 3.5 hours into hemodialysis (hd) treatment (with a 4:00 runtime) when foam was noted in the venous bubble trap. In response to the presence of foam treatment was paused in order to change the lines. The patient¿s blood could not be returned due to the presence of air within the system and subsequent clotting. The patient¿s estimated blood loss (ebl) was approximately 250 ml. The patient did not experience an adverse event or require medical intervention. A hole was noted at the arterial pump segment upon removing the bloodlines from the 2008t machine. The rn confirmed that the issue was attributed to the bloodlines and there were no issues encountered with the 2008t machine. The patient was restarted on the same machine and treatment completed successfully with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility registered nurse (rn) reported to fresenius that air was present in the custom combiset bloodlines during a patient's hemodialysis (hd) treatment. Upon removing the set a hole was identified at the arterial pump segment. Additional information was obtained during follow-up from a second rn. The rn stated the patient was approximately 3.5 hours into hemodialysis (hd) treatment (with a 4:00 runtime) when foam was noted in the venous bubble trap. In response to the presence of foam treatment was paused in order to change the lines. The patient¿s blood could not be returned due to the presence of air within the system and subsequent clotting. The patient¿s estimated blood loss (ebl) was approximately 250 ml. The patient did not experience an adverse event or require medical intervention. A hole was noted at the arterial pump segment upon removing the bloodlines from the 2008t machine. The rn confirmed that the issue was attributed to the bloodlines and there were no issues encountered with the 2008t machine. The patient was restarted on the same machine and treatment completed successfully with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.